Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). The affected part will not be returned for evaluation. The failure was not confirmed. Closure rationale: complaint could not be verified, materials not returned for analysis. Complaint will be included in trending data for further review.

Event description:
Part 900642 biliband, regular, pkg instruction. Biliband slipping off patient. The baby was receiving phototherapy. Distributor partner reported their customer reported phototherapy eye shields covering nose of baby leading to desat to 85%. Eye shields do not stay on well. They move easily especially with wiggly baby. No injury.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Distributor partner has reported biliband regular, lot# f07210427r will not be returned. Acceptable risk as per hazard ID 13.3 , severity - 3 in doc-039096 biliband eye protector- risk analysis spreadsheet, risk is low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Certificate of analysis was reviewed, device assessment tests have pass results. No issues noted. Device history record has been requested and will be reviewed. Further investigation to be carried out.

Event description:
Part 900642 biliband, regular, pkg instruction. Biliband slipping off patient. The baby was receiving phototherapy. Distributor partner reported their customer reported phototherapy eye shields covering nose of baby leading to desat to 85%. Eye shields do not stay on well. They move easily especially with wiggly baby. No injury.